Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
A hip revision was performed in which the cocr 40mm head was removed and replaced by a biolox 28mm head and mdm components. The revision was due to metallosis, and visible tissue damage was present, along with corrosion on the head/trunnion.

Event description:
A hip revision was performed in which the cocr 40mm head was removed and replaced by a biolox 28mm head and mdm components. The revision was due to metallosis, and visible tissue damage was present, along with corrosion on the head/trunnion.

Manufacturer narrative:
An event regarding revision due to altr and corrosion involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because insufficient medical information was provided. Further information such as return of device, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.